Event description:
At conclusion of cerebral angiogram with access via right common femoral artery, hemostasis at the access site was attempted with angio-seal device. Device unsuccessfully deployed into vessel. Several hrs later, right dorsalis pedis and posterior tibial pulses lost. Right leg cool to touch. Arterial dopplers performed and indicated possible occlusion of the right common femoral and femoral artery with minimum flow at the popliteal and posterior tibial artery. Pt underwent exploration of right femoral artery. The vascular surgeon noted no pulse in the superficial femoral artery and the presence of what appeared to be an angio-seal which had deployed within the superficial femoral artery. Further dissection proximally demonstrated an add'l angio-seal that had been placed from a prior catheterization ((B)(6) 2013). The angio-seal devices were noted to be present within the arteries that were occluding flow through the vessel. The foreign bodies were removed and limited endarterectomy and patch angioplasty was performed. MFR ref# (B)(4).